Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated an inoperative error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found diagnostic codes in the memory logs relevant to the reported issue. The se reseated the connections from the breath delivery (bd) buzzer to bd power controller/distribution assembly and the issue was resolved. The se performed extended self-testing on the device and all tests passed.